Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred during the load process. The customer reported blood glucose (bg) levels between 246-337 (mg/dl). Pump boluses were delivered to address bg levels. Manual injections will be used as alternate insulin therapy.